Event description:
It was reported that intermittent occlusion alarms occurred. Customer reverted to manual insulin therapy. Customer's blood glucose was in the range of 100 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reverted to manual insulin therapy. No reported impact to the customer¿s blood glucose level.